Manufacturer narrative:
During inspection of the system a galvo issue was identified. Field service specialist (fss) replaced the galvo block assembly, checked side cut retrace, video overlay and centration. Drifting z-depth check was performed. Tightened encoder and z-galvo coupler. Performed z-calibration. Cut gel and system meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during lasik procedure there was an incomplete side-cut in left eye. Patient best corrected visual acuity (bcva) was 20/15 and post op was 20/20.

Manufacturer narrative:
A review of the records related to this equipment that included labeling, manuals, trending, device history record and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation a mechanical problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.